Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 589 mg/dl at the time of incident. Customer reported other blood glucose values were 225 mg/dl, 511 mg/dl, 484 mg/dl, 355 mg/dl, 373 mg/dl and 392 mg/dl. Customer reported that they allege insulin pump was under delivering. Reasons why they allege insulin pump was under delivering because consistent high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was performed self test, high pressure test and displacement test and all test were passed. The customer experienced symptoms such as trembling and shaking. Customer treated with bolus and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2019. (B)(4).